Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient felt a shocking/jolting sensation. They stated that they felt like it was on fire and it hurt to touch. It eventually went away, but then they felt another jolt the morning of the call which caused significant pain. The patient stated that they had not had any falls or trauma. It was reviewed that they could turn stimulation off and have the device checked by their healthcare provider. It was noted that they had already called their healthcare provider¿s office but had not heard back yet. No further patient complications are anticipated or expected as a result of this event.